Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial fibrillation (af) were not recorded on the implantable pulse generator (ipg). It was recommended that the post mode-switch overdrive pacing feature be switched off. The ipg remains in use. No patient complications have been reported as a result of this event.